Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involves a spinning spiros® closed male luer, red cap that leaked a chemotherapy drug, docetaxel, during patient use. The medication landed on patient¿s skin and was cleaned per protocol. The healthcare provider was wearing proper ppe and there was no report of unprotected exposure to the healthcare provider. There was patient involvement but no patient harm.

Manufacturer narrative:
H10: one (1) used list# 20130-01, spinning spiros (lot# 4749754), two (2) bd alaris pump sets, and one (1) non-spinning spiros (unknown list and lot) were received on august 18, 2020 and visually inspected. As received, the devices were securely connected. The spin feature of the spinning spiros was activated and spinning freely. No visible damage or anomalies were observed. The connected devices were leak tested and leakage occurred from the o-ring/poppet interface of the spinning spiros. No leaks were seen from the non-spinning spiros or the bd alaris pump sets. The reported complaint of leakage can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot 4749754 was reviewed and a poppet sub-component was found that a molding anomaly on the sealing surface that can lead to leakage. Additional information in h7. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.